Event description:
The suspected usb cable was returned to the manufacturer on 09/26/2016. Analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the medical professional could not interrogate generators when using the tablet. The connection of the usb cable to the tablet was then suspected to be at fault. A replacement usb cable was sent to the medical professional who reported later, that now the system is working appropriately with the new cable. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected usb cable was not returned to the manufacturer to date.